Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The oxygen sensor will be replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due unique identifier: (B)(4).

Event description:
The hospital reported a leak at the oxygen sensor causing a loss of ventilation. There was no report of patient involvement.